Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A loss of atrial sensing and signal was reported on this lead, as well as failed rv threshold and decrease in rv sensing amplitude. The lead was repositioned on (B)(6) 2021. On (B)(6) 2021, impedance had decreased since the revision and noise could be seen on the lead when the patient was sitting up. Noise appears to be positional. Lead may be revised again in the future. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.